Manufacturer narrative:
(B)(4). The device and/or imaging was not returned to edwards for evaluation.  The valve remains implanted in the patient.   Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics.  Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed.  The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the deployment of the first s3 valve caused the pre-existing perceval valve to ¿move out of the annulus¿ causing severe pvl.  The movement of the pre-existing perceval valve may be due to procedural factors (device manipulation).  There was no indication or allegation of a device malfunction contributing to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral valve in valve (23mm sapien 3 valve in 21mm perceval valve) tavr procedure in the aortic position, post deployment of the 23mm sapien 3 valve resulted severe paravalvular leak (pvl). A second valve was placed resulting in mild paravalvular leak. The patient was prepped and draped for an aortic valve in valve procedure of a 21mm perceval sutureless valve due to severe pvl. Per CT measures and the valve in valve application, it was recommended that a 23mm sapien 3 valve be placed within the 21mm perceval valve, where the radial strength of the sapien 3 valve would stretch the valve and eliminate the pvl. The first valve was placed in the recommended position, however, based on tee images and hemodynamics, pvl remained unchanged. An angiogram was then taken which confirmed the severe pvl and showed the perceval valve had ¿moved out of the annulus and was supra annular¿. At this time it was determined to place a second sapien 3 valve distal to the perceval valve and catch the native annulus. This was successful and after post dilatation x2 with 2+cc of contrast was performed, the patient's pvl was reduced to mild. The patient was extubated and was noted to have been hemodynamically stable at the conclusion of the case.